Event description:
These anchors broke free during insertion. The first anchor was "inserted flush with bone and the hex portion of the driver off from the suture anchor." The second anchor broke "while inserting into the patient the anchor either broke or bent." The surgeon did not pre-drill prior to insertion of these anchors. Three add'l anchors were inserted without issue. It was confirmed that the threaded portion of the first anchor remains in the patient's bone. The eyelet portion was removed with the inserter. The second anchor had the very distal tip damaged. Nothing broke free or was missing from this anchor. It is believed that the damage was the result of impact with the broken screw that remains imbedded in the patient. Surgeon did not pre-drill the site as stated in IFU; the site was abraded but sales rep did not known how far beyond the surface. Patient with decent bone quality. Surgeon experienced a significant (>40 min.) Delay but did not have the exact timeframe. No patient injury or procedural complications resulted.